Event description:
Information was received from a consumer implanted for urinary dysfunction. The consumer reported a loss or change of therapy on (B)(6) 2016, noting the implantable neurostimulator (ins) stopped working. No replacement or explant surgery was indicated.

Event description:
Additional information reported that a new unit ( programmer) was sent to the patient and the new programmer resolved the reported issue of the ins not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.